Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer believed that insulin pump was not delivering insulin. Customer requested assistance with programming basal rates. Customer was advised to review basal rates with healthcare professional. No further information provided.